Event description:
It was reported that after a da vinci assisted surgical procedure that error 32209 occurred. The customer rebooted the system but the issue persisted. Technical service engineer (tse) had the customer perform hard power cycle of the system without resolve. Onsite was not available at the moment. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Hard power cycling the system did not resolve the issue. Fse replaced the auxiliary video board (avp) belt to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The avp was analyzed and in the system logs, error code 32209 was found indicating that the fault occurred in the field. Upon visual inspection, no issues were found related to the reported event. The avp was installed in the golden system and upon power on, the avp was not presented on the laptop app, which indicated that the device may have contributed to the customer reported issue.